Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and is currently being returned to resmed (B)(4) for an engineering investigation. The method, results, and conclusion are not finalized at this stage. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral external battery had a charging issue. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device external battery was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported charging issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was most likely due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).